Event description:
The customer reported that the driver arms are loose and do not stay on the resevoir.

Manufacturer narrative:
Analysis revealed that the device was rec'd with missing component in the device assembly. Furthermore, the pump has missing segments due to open heat bond of zebra connector long side on lcd.